Event description:
It was reported that the customer had a no delivery alarm and had changed infusion sets about 4-5 times since sunday but could not find any problem with the infusion set or reservoir. Customer stated there were constant no delivery alarms during bolus/basal. Customer's blood glucose level was 134 mg/dl. Customer was unable to troubleshoot because she was using an old expired reservoir. Customer will call back to order new supplies after a visit to the doctor on 09/29/2014. Customer does not want to return the reservoir for analysis. Emergency supplies will be sent until the customer sees the doctor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.